Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely low results for ldl - cholesterol (ldld) that were generated by the synchron cx9 alx chemistry analyzer. No erroneous results were reported out of the laboratory. Patient treatment was not affected in this event.

Manufacturer narrative:
Per the customer, ldld qc results were low. This event is a reagent issue and is currently under investigation. Service has not been requested to date.